Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93122336, implanted: (B)(6) 1993, product type: catheter. (B)(4).

Event description:
It was reported that the pump was replaced because it was faulty. Additional information has been requested but was not available at the time of this report.